Event description:
At implant impedances on all unipolar pairs were greater than 4,000 ohms. The test was run at 1v and 3v with the same response. The high impedance values persisted after implant. The pt felt stimulation when electrodes 1 and 2 were negative. The device was programmed using those electrodes.

Manufacturer narrative:
(B) (4)